Event description:
It was reported that an ilet user experienced hyperglycemia after a missed dinner announcement, stating they forgot to take insulin; glucose rose to 400 mg/dl after eating, and subsequent ilet correction dosing reduced glucose to 180 mg/dl over approximately 2.5 hours. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem associated with a missed meal announcement, and involvement of the user interface as the relevant component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Corrections have been made to b3, g3, h11. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.